Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown.

Event description:
It was reported during the procedure when implanting a radial styloid screw, on the surgeon's final turn, the screwdriver tip broke into the head of the 2.3 screw. It was attempted to use the easy out, needle drivers, and towel clips to try and get the screw out. After 30 minutes, without success, the surgeon decided to burr the head of the screw to be flush with the plate. The drop in drill guide and 2.0 drill was used for this screw. The procedure was completed by burring the screw flush to the plate and washing out the surgical site. This issue prolonged the procedure by 30 minutes, but the patient was reported to be stable. Adverse effects to the patient were described as "metal shards in surgical site"; however, it was reported the surgical site was washed out. Device information for the screw is unknown. This report is related to report number 3025141-2022-00370 for the driver involved in this event.